Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a couple of cases of patients with toxic anterior segment syndrome (tass) following intraocular lens implant procedures. There are two medical device reports associated with this report. This report is for the 1st of 2 patients.